Event description:
A customer reported to beckman coulter inc. (Bci) that rheumatoid factor (rf) results were shifted up when immage rheumatoid factor reagent lot m101865 was used on immage 800 immunochemistry system. The results were not reported out of the laboratory. Reagent of a different lot, m106133, produced lower results within the normal reference range, below 20 iu/ml. The number of involved patients and specific patient results were not provided by the customer. There was no change to patient treatment attributed to or connected to this event. Immage 800 immunochemistry system: catalogue number - a15445; serial number - (B)(4); date of manufacture - 04/16/2004; product code - jqx, nephelometer, for clinical use; 510(k) number - k962294.

Manufacturer narrative:
No sample issues were noted. The customer did not provide calibration or qc data. The customer has not reported any issues with other chemistries or any system errors. Root cause is not known but this appears to be a reagent issue. Root cause investigation is ongoing. The customer was sent a new lot of reagent.